Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Rep indicated that the patient was doing ok. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for non-malignant pain cervical radiculopathy and cervical/neck. It was reported that the healthcare provider mentioned the patient's ins was explanted a couple of weeks ago. The healthcare provider reported that one of the electrodes broke off in the epidural space and the patient elected to have the system removed to resolve their spine issue. No therapy issues were reported. The representative noted that the patient was non-compliant with charging. No further complications reported.

Manufacturer narrative:
Section 'concomitant medical products' information references the main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that all the electrodes and wires were removed in their entirety in the patient's back. There was a removed anchor which was dissected free of scar tissue and successfully removed. The lead would not be returned to the manufacturer for analysis. No further complications reported.